Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 31, 2019 that a flexiva 200 laser fiber used in a ureteroscopy procedure in the left and right ureters performed on may 30, 2019. Reportedly, the laser unit used was a holmium lumenis laser console with laser settings of 10 millijoules and 1.0 hertz. According to the complainant, during the procedure, the laser fiber was broken. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.